Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation where the issue of balloon popped was confirmed. Additionally, a chip on the probe tip was found. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the chip on the probe tip is likely the age and use of the device (over 10 years) and impact on the distal end. The probable cause of the balloon popped is likely the age and use of the device (over 10 years), a scratch on the surface of the balloon, or the damage to the distal end, as mentioned above, created a fracture in the surface, which caused the rupture. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities."

Manufacturer narrative:
The referenced scope was not returned for evaluation; therefore, the root cause of the reported event cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that a balloon popped while using the ultrasonic gastro-video scope. No patient injury or harm was reported.